Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05149 / 05150).

Event description:
It was reported a patient enrolled in a clinical study underwent a total right knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a manipulation procedure on (B)(6) 2010, due to arthrofibrosis. Patient further underwent an open reduction and internal fixation procedure on (B)(6) 2012, due to a fractured femur resulting from a fall. A competitor plate and screws were implanted. Patient was revised on (B)(6) 2013 due to pain. The competitor plate and screws were removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported a patient enrolled in a clinical study underwent a total right knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a manipulation procedure on (B)(6) 2010 due to arthrofibrosis. Patient further underwent an open reduction and internal fixation procedure on (B)(6) 2012 due to a fractured femur resulting from a fall. A legacey zimmer plate and screws were implanted. Patient was revised on (B)(6) 2013 due to pain. The plate and screws were removed. Additional information received reported the patient experienced limited range of motion prior to the femur fracture. Operative report noted the patient was revised on (B)(6) 2013 due to pain, arthrofibrosis, lack of range of motion, and stiffness. During the procedure, significant scar tissue, hypertrophic synovitis, and thickened synovium were noted.